Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices veins procedure performed. The exact procedure date was unknown. During the procedure, the bands got stuck. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.